Manufacturer narrative:
The reported events for high pacing impedance, poor sensing, and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-16949. It was reported the patient presented in the hospital. During the implant procedure, it is observed the right ventricular lead had a high pacing impedance, inadequate capture, and r-wave amplitude variation. After several attempts to reposition the lead, another medtronic passive lead was implanted. While positioning the right atrial lead, the lead was unable to be implanted, and insulation damage was noted. The right atrial lead was explanted. After the surgery the patient presented with diaphragmatic stimulation, and the physicians elected to reposition the leads again. Upon opening the pocket again, it was observed the medtronic lead had blood inside the insulation. The medtronic lead was extracted and the generator was sterilized. The patient was in stable condition.